Manufacturer narrative:
One (1) viper t20 hexlobe driver shaft [product code: 2867-25-020, lot no: ag2098244] was returned to the complaint handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that the driver¿s distal tip had become fractured. The fracture tip was not provided for evaluation as it remains in the patient. The fracture analysis report suggests that the driver experienced a static torsional overload failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the tip breaking cannot be positively determined. However, the fracture analysis report suggests that the driver experienced a static torsional overload failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
L4/l5 instrumentation using viper was performed on a patient with lumbar disc hernia and lumbar spinal canal stenosis on (B)(6) 2016. During insertion of an x-tab cfs (7.0x50mm) into the left l4 using the driver shaft in question, the tip of the driver shaft got broken and remained in the screw head. Since it was impossible to remove the broken tip, the surgeon performed final tightening without removing it and completed the procedure with a 10-minute delay. The patient was a (B)(6)-year-old male with good bone quality. The surgeon commented that the driver shaft needed to have a structure to prevent broken pieces from remaining in the patient's body if it got broken.